Manufacturer narrative:
The device log file was evaluated by the manufacturer. It could be determined that the device was running without mains supply during the course of event and shut down after a while when the internal battery was completely discharged. It could further be determined that the device posted a warning on 2022-08-29 already that the internal battery had reached its lifespan limit. And, there's evidence that the device posted an alarm on 2022-11-04 that the internal battery was not detected anymore - either due to being totally discharged or due to having reached end-of-life. As per feedback received from the user, the device was reconnected to mains supply after the event and started operation with latest settings automatically; it remained in use without further measures. The internal battery serves as a fail-safe mechanism to cover mains power losses. An alarm is being posted as soon as the internal battery will be activated (mains power loss); further alarms are generated if the residual capacity underruns 20% and 10%. A further alarm sounds at full depletion of the battery - it is generated by the buzzer of the power supply which has an independent energy source. Dräger recommends to check the status of the internal battery in regular intervals and to replace it every two years. The particular device was in operation for 3.5 years now and obviously still equipped with the first battery installed at the time of manufacture - the alarms posted already months before the particular event reasonably suggest that. Part of the daily pre-use check procedure is to check if the internal battery is sufficiently charged. In particular, the user is advised to disconnect the device from mains supply to verify if the internal battery can supply the device. This test is able to detect a discharged or overaged battery. Dräger finally concludes that the event did not occur under single fault conditions; it was the consequence of certain contributing factors that are under control of the user. It is not known if mains power got lost unexpectedly or if the device was intendedly operated on battery. The user has not followed the replacement interval of the internal battery, has ignored corresponding warnings posted months before and obviously not checked the battery status prior to starting the particular ventilation episode. The device has posted alarms as intended during the course of event.

Event description:
It was reported that the ventilator has alarmed and stopped operation. It was mentioned in the report that this did not result in consequences for the patient.